Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on june 6, 2018 with blood glucose of 508 mg/dl. The customer was treated with the insulin drip. Troubleshooting was done for high blood glucose and under delivery. The customer reported that hospital had her off of the insulin pump. Based on customer report customer allege insulin pump was under delivering because insulin pump was not working. The insulin pump will not be returned for analysis.